Manufacturer narrative:
Occupation: inventory lead. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required the placement of an ultrathane mac-loc locking loop multipurpose drainage catheter for an unknown procedure. The operator reported that the "drain came apart during the procedure." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
Additional information (B)(4) 2020: the procedure was completed using another similar device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d10 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report is being sent to indicate the complaint event is not reportable. Failure mode was originally believed to be that the drain came apart during the procedure. Upon device return, the failure mode is actually difficulty inserting the flexible stiffener into the catheter. This failure mode is considered not reportable. There is no information confirming device malfunction or serious injury. Replacement of device to complete procedure is negligible harm and does not meet the criteria for a reportable event. A review of risk documentation does not indicate that this event is likely to cause serious injury if it were to reoccur. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50 the complaint event is considered not reportable.